Event description:
The patient underwent a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62). On (B)(6) 2023, 24 hr follow-up computed tomography (CT) demonstrated a small-volume subarachnoid hemorrhage present in the left sylvian fissure. The subarachnoid hemorrhage was reported to be a serious adverse event with a possible relationship to the penumbra system and a probable relationship to the index procedure. The event is considered ongoing. On (B)(6) 2023, an update was received indicating that the event was resolved as the patient started coumadin.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intracranial hemorrhage is included as a possible complication in the instructions for use (IFU) for the penumbra system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62). On (B)(6) 2023, 24 hr follow-up computed tomography (CT) demonstrated a small-volume subarachnoid hemorrhage present in the left sylvian fissure. The subarachnoid hemorrhage was reported to be a serious adverse event with a possible relationship to the penumbra system and a probable relationship to the index procedure. The event is considered ongoing.